Manufacturer narrative:
The investigation for this report is ongoing.

Event description:
As reported by the field clinical specialist, during a transfemoral aortic valve replacement procedure with a 20mm sapien 3 ultra resilia valve, a torn sheath distal tip was observed upon removal from the patient. Large calcium burden in the descending segment of the aorta was believed to be the probable culprit.

Manufacturer narrative:
A supplemental MDR is being submitted, following completion of the engineering evaluation. B4, g3, g6, d9, h2, and h3 have been updated. H6: component, type of investigation, investigation findings, investigation conclusions, and h11 have been corrected. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Upon visual evaluation, shaft curvature possibly due to packaging was observed. The liner fully expanded as designed. The distal tip was torn radially and axially. There was hdpe stretching along the distal tip tear as well as soft tip damage and scratches at the distal shaft. All score lines were present. Due to the nature of the complaint, no functional or dimensional testing was applicable. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigation's have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Device images were provided, revealing radial and axial distal tip tears. Imagery of the patient's anatomy was also received, showing tortuosity and calcification present in the patient's right access vessel. Through extensive investigation on esheath/esheath+ distal tip reported complaints with evidence of radial tip tearing, the root cause has been determined to be attributed to inherent variability in tip scoring/expansion, patient factors, and/or procedural factors. There are no confirmed manufacturing nonconformance's identified. Radial tip tears have also been shown to potentially lead to secondary complications/failures. In this case, the torn distal tip of the sheath was confirmed based on the evaluation of the returned device/device imagery. Available information suggests that variability in tip expansion and/or patient factors (tortuosity, calcification) confirmed likely contributed to the event as it was reported, ''large calcium burden in the descending segment of the aorta was believed to be the probable culprit.'' Additionally, these patient factors were confirmed via imagery of the patient's anatomy. This reported event is characteristic of tip expansion variability that may occur as a result of normal/inherent variation in the manual tip scoring process, which may potentially result in interference between the valve and sheath tip. Tortuous patient anatomy can exacerbate interference between valve and sheath tip by promoting non-coaxial alignment between devices, which can cause the valve struts to catch onto the sheath distal tip, increasing resistance during advancement, and tearing the tip. Similarly to tortuosity, calcification can promote non-coaxial trajectories during system advancement, leading to interference between sheath distal tip and crimped valve struts. Calcification can also impact proper tip expansion by creating a restricted/constrained condition at distal sheath shaft, increasing resistance during system advancement and tearing the tip. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.